Event description:
Metallic foreign body discovered by x-ray found in right hip post right hip arthroplasty. Identification of foreign body was determined after elective removal. The small pebble size metallic object was the tip end of the femoral head inserter used to drive part of the hip replacement into the femur.